Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps were found to be cracked. This issue was found during use with patient involvement. The sponge inside was fine with iodine. They had stored the product as usual and received the boxes too in decent shape. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.